Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, upon initial entry, the device had a small opening on the duck bill seal that created a hissing sound. The same device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m90z91. Conclusion: the analysis results found that the 2b5lt device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. In addition, the duckbill was visually inspected and no anomalies were noted, the device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.